Event description:
A report was received that patient had developed an infection at the lead and pocket sites. Symptoms include tenderness and pain at the pocket site. The patient also had an epidural abscess as shown in the magnetic resonance imaging (MRI). The physician did not believe that the infection was device or procedure related, but did believe that the patient's tattoo might be the cause of the infection. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16160062, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.